Event description:
Report received that during a prophylactic generator replacement, a surgeon identified a lead fracture. Therefore, he decided to replace the lead and the generator. The generator was reportedly interrogated prior to the surgery and impedance was found to be within normal limits. However, the surgeon reportedly did not mention damaging, cutting, or nicking the lead wire. A review of the programming history only provided system diagnostic history from the day of implant. Results were within normal limits then. The explanted generator and lead were not returned to the manufacturer as it was reported that the explanting facility did not return devices. No additional relevant information has been obtained to date.